Event description:
It was reported to boston scientific on september 12, 2007, that an ultraflex covered ng esophageal stent was used for an esophageal stenting procedure (patient age, gender, and weight unknown) the month prior. According to the complainant, "during the deployment of the stent, the suture broke resulting in inability to complete opening of the stent. Finally the suture was captured by biopsy forceps and the stent was completely released". The physician completed the procedure with this ultraflex covered ng esophageal stent.

Manufacturer narrative:
The device has not been returned, therefore, a device analysis cannot be performed, thus the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.